Event description:
It was reported by the patient that the realize band was placed in (B)(6) 2012. Approximately two months after surgery, the patient felt discomfort at the port site. She states she felt pulling and tightness. The patient states she did not feel any restrictions. Multiple fills were performed without any feeling of restriction. (B)(6) 2012, fluoroscopy revealed that the tubing was disconnected from the port. The port and tubing were removed and replaced (B)(6) 2013. The patient states that she now feels restriction. The patient states she has one fill a month since january for a total of four fills.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.